Event description:
Infection at dbs site: (B)(6) 2011 - patient experiencing drainage from left head incision and swelling and redness on right incision. Serous drainage from left frontal incision. All incision sites puffy and tender. Having skin changes over right frontal incision. Patient not ill appearing. Patient will be admitted for IV antibiotics and taken to operating room for washout and removal of dbs.